Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The customer's blood glucose level was unknown at the time of the incident. Customer stated that rewind was slower and rewind more than once per prime. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No excessive no delivery alarms, rewind anomaly, motor noise anomaly and absence of alarm noted. Device was tested with a water fill test reservoir. Several bolus were programmed and delivered. Units left at display properly and match units left at test reservoir.